Event description:
It was reported that the graftmaster devices were being used to treat a perforation that occurred during post deployment of a 2.0 x 12 mm mini vision stent with a 2.0 x 12 mm voyager balloon; however, the graftmasters were 3.0 diameter stents and would not cross into the stent to treat the perforation. On fluoroscopy the septal perforation appeared to have sealed itself, with no further intervention required. The patient is reported to be well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the graftmaster was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. In this case, no patient anatomical information was provided, which may have aided the investigation. However, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The additional therapy/non-surgical treatment appears to be related to the reported failure to advance as another graftmaster was attempted to treat the lesion. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint, the reported failure to advance appears to be related to operational context of the device and not a product quality deficiency. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. The other graftmaster, and the 2.0 x 12mm mini vision are each being filed under separate MFR numbers.